Event description:
A falsely elevated potassium result was obtained on a patient sample. The result was reported to the physician who questioned the result. A redraw of the patient the next day recovered a lower result within the normal range. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium result or treatment.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.